Event description:
It was reported that a red call doctor icon appeared on the communicator for the pacemaker. Reports revealed that this right ventricular (rv) lead exhibited high out of range pacing impedance channel that resulted in a lead safety switch (lss). The impedance has been gradually increasing. Technical services (ts) referred the patient to the clinic. The lead remains in use. No adverse patient effects were reported.